Manufacturer narrative:
(B)(4). Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Product manufacturing date: november 05, 2015. Part expiry date: october 01, 2025. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of tfna screw 85mm - sterile was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that after the initial procedure, the femoral head with the helical blade was rotated and had slid away from the reduced position. The initial procedure took place on (B)(6) 2016. The surgeon said that he palpated the fractured part from the incisional part right after internal fixing and confirmed that the femoral greater trochanter was correctly reduced before closing the surgical incision. It was noted that during the procedure, the insertion handle was unstable in spite of the locking mechanism being locked; the surgeon felt this may have led to the locking mechanism not controlling the screw and blade rotation sufficiently. No prolongation of the surgery reported. One week after the surgery, the fractured bone was supposed to be attaching to the other fractured site of the bone, but it was out of the position to the distal medullary cavity due to possibly rotated the femoral head. The patient's femoral head abnormally rotated and the reduced position was out of the normal position. This is report 1 of 2 for (B)(4).